Manufacturer narrative:
Testing was performed at alere (B)(4) on retained device lot 905077 associated with kit lot e05116 with cerebral spinal fluid negative and positive quality controls. All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 905077 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative related to lot number 905077 showed no similar complaints. The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
The customer reported that two cerebral spinal fluid (csf) samples collected from the same patient on two different days and tested with the alere binaxnow streptococcus pneumoniae antigen card test were negative. The csf sample was positive gram coloration and positive culture after 8 hours. The sample was sent to the national reference lab for confirmation testing and it was positive for s. Pneumoniae serotype 3. A false negative result may cause a delay in the patient receiving appropriate therapy. As meningitis is a serious, life threatening condition delays in treatment may have severe consequences; therefore, this is a reportable event. This MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd , 2018 at alere (B)(4).